Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system sample was not returned for evaluation but photos were provided which show deformations on both stents that were placed during the procedure. It was reported that a 6f introducer / 0.035" guidewire were used for access, the tracking vessel was neither tortuous nor calcified, it was not known whether pre-dilation was performed and there was no noticeable damage to the device prior to use. Two stents were placed during the procedure and both of them show visible deformations. The placement of this device in a tips procedure represents an off-label use. No device failure is reported for the 10x100 mm stent and what happened is not exactly clear but provided photo show deformation on both placed stents. Based on provided photos and available information, the investigation was closed with confirmed results for material deformation. A definite root cause for the reported event could not be determined. The intended use of this device in a tips procedure represents an off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". With regards to general directions, the instructions for use states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". The e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery. H10: d4 (expiry date: 09/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stent placement procedure, the stent allegedly did not open up. There was no reported patient injury.